Manufacturer narrative:
(B)(4). Date of event: unknown date in (B)(6) 2013. As the sample was not returned, a device analysis cannot be completed. The cause of this peritonitis was undetermined. A batch review of potentially associated lot number h12j01046 was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The related complaint is (B)(4).

Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The hp was treated with vancomycin IV and intra-peritoneally (dose and frequency not reported). The hp was released from the hospital and reported to be recovering. This is report 1 of 2 for this peritonitis event.